Event description:
The product was evaluated. An external visual inspection was performed and failed due to receiver being stuck at "dexcom" screen. Pictures were taken. Receiver charge and boot tests were performed and failed due to receiver being stuck at "dexcom" screen. Functional tests were not performed receiver being stuck at "dexcom" screen. An alarm/alert manual test not performed due to receiver being stuck at "dexcom" screen. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was not reviewed due to receiver being stuck at "dexcom" screen. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.